Event description:
The tubing connected to the arterial catheter has disconnected from the stopcock. When mobilizing the pt (performed by two experienced nurses) the tube comes off just close to the dome. Thanks to a quick response the personnel managed to close the stopcock before a major bleeding occurs. The pt is not hurt but a new pm kit has to be attached.